Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 09/14/2022 by a sales representative via email that an ar-3636 fibertak anchors are not tensioning down to the appropriate level leaving a gap. Additionally, the repair suture broke on tensioning. Representative was not sure which issue corresponded with each batch number. This was discovered during a case with no patient harm.